Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed leak in iab circuit message in logs. Unit had condensation in tubing. Performed condensation removal process. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had a air leak in circuit. There was patient involvement and no harm reported.